Event description:
The customer contacted physio-control to report that their device analyzed and advised crew no shock advised and start CPR. In code summary, it reported that shock was advised. In this state the device may not be able recognize a shockable rhythm and deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
H6: clinical signs code of initial MFR# 0003015876-2021-01909 indicated cardiac arrest. The clinical signs code has been corrected to no clinical signs, symptoms or conditions. Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Root cause could not be determined. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control will contact the customer to request additional information on the patient. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device analyzed and advised crew no shock advised and start CPR. In code summary, it reported that shock was advised. In this state the device may not be able recognize a shockable rhythm and deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.